Event description:
Home pt (hp) reports dry minicaps. Hp states sponges were beige in color and packages were sealed in the usual manner. Noted prior to use. No pt injury or medical intervention per hp.